Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. The vitros 5600 system is a backup system for tropi es testing, therefore limited quality control results are available to evaluate the performance of vitros tropi es lot 3290. In addition, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3290 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 3290. Vitros tropi es precision testing performed was within acceptable guidelines, therefore an instrument issue is not likely a contributing factor of the higher than expected tropi result. Pre analytical sample processing could not be ruled out as a contributing factor. It was determined that the customer is not processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The higher than expected vitros tropi es results were not reported outside of the laboratory and there was no allegation of patient harm as a result of the event.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from one patient sample processed on a vitros 5600 integrated system. Patient sample vitros tropi es result 0.178* ng/ml versus expected vitros tropi es result <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).